Manufacturer narrative:
This report is being filed on an international product, list number 3p25-77 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result on a patient. The result provided were: initial=0.633 ng/ml /repeated=1.89 and 1.195 ng/ml /repeated from heparin tube=0.002 ng/ml /redrawn and repeated=< 0.002 ng/ml laboratory reference range for troponin =0.00 to 0.034 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for architect stat high sensitive troponin-I reagent, lot 72196ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72196ud01. Accuracy testing was completed for lots 72196ud01using panels which mimic patient samples using in-house retained kits stored at the recommended storage condition. Testing indicates complaint lots are performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lots 72196ud01 and complaint issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lots 72196ud01 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result on a patient. The result provided were: initial=0.633 ng/ml /repeated=1.89 and 1.195 ng/ml /repeated from heparin tube=0.002 ng/ml /redrawn and repeated=< 0.002 ng/ml laboratory reference range for troponin =0.00 to 0.034 ng/ml there was no reported impact to patient management.